Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with some physical damage noted on the lower left front corner, crack on right plunger case and missing battery. Event log history was performed and indicated that primary audible alarm background was recorded in history. During analysis, the reported problem was unable to be duplicated. Service replaced speaker for preventive maintenance, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed in event log history, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. There was no patient involvement in this event. No adverse effects were reported.